Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 506 (mg/dl). Reportedly, the customer is under stress and the pump's basal settings required adjustment and this is believed to have contributed to their elevated bg levels. A correction bolus was delivered prior to hospitalization. While hospitalized, the customer was treated with intravenous potassium and saline. The pump basal rate was also adjusted. The customer was released "a few days later", but the exact date was not provided.